Event description:
Information notes that three months post implant, exit block was seen, so the ventricular lead was replaced. The patient returned with a low pulse rate of 44 bpm and exit block. X-rays showed that lead placement was not optimal and both leads were replaced. The new leads were connected to the existing pulse generator and with manipulation during insertion, exit block was noted. The leads tested normal via an analyzer, so the pulse generator was replaced.